Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that insulin was "squirting" out during the manual prime process. The customer's blood glucose level was 200 mg/dl. Per the insulin pump history, the unit had several low reservoir alerts. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and all buttons unresponsive due to corroded keypad traces. Unable to confirm prime anomaly or perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump had loose and protruded drive support disk.